Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "completely failed". The pump is currently out of warranty and customer is in the process of obtaining a new pump. Customer has reverted to manual injections for insulin therapy since may 2020. No further specific information was provided and customer declined followup from tandem technical support